Event description:
The tibial insert broke and was revised.

Manufacturer narrative:
Summary of evaluation: the information provided and the examination results suggest that bone cement particles were the primary cause of this event.